Event description:
The patient fell on her back. The patient experienced a loss of therapeutic effect; no stimulation in one lead. Impedance readings were >3600 ohms on 0,1,2, and 3. Reprogramming was attempted; the results were not reported. The patient was at home; her status was "fair". The patient was scheduled to see the implanting neurosurgeon. Additional information has been requested, a follow-up report will be sent if additional information becomes available.